Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: micra delivery system , model #: mc1vr01-delsys / expiration date: 28-03-2022/ serial#: (B)(4) , UDI #: (B)(4). Device available for evaluation: no dev rtn to MFR? No. Mfg date: 09-11-2020. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg) the tines of the ipg deployed during contrast. The ipg "scooted out of the delivery system" without operator control. The tether was unlocked, the pin removed and the device was pulled back. The ipg was then implanted and remains in use. No patient complications have been reported as a result of this event.